Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID 37651, lot#, serial# (B)(4), implanted, explanted, product type recharger. Product ID 37642, lot#, serial# unknown, implanted, explanted, product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who reported ¿around (B)(6)¿ the patient started to get an ¿electrical feeling¿ when they charged their implantable neurostimulator (ins). The patient saw their neurologist regarding the sensation and then the patient had a "very cognitive and physical decline." The consumer mentioned that they thought the cognitive and physical decline was a result of parkinson's, but they never indicated if this was confirmed. Around the same time the patient was experiencing the "electrical feeling" when charging their ins, the consumer also noticed that the implantable neurostimulator (ins) was charging much faster. The consumer explained that the patient's ins normally took 15-30 minutes to charge, but now it's been charging within a few minutes. Yesterday, the consumer mentioned that the ins charged within a few minutes and noted that all of the coupling boxes were filled in. This morning, the consumer stated that they checked the ins with the patient programmer (pp) and saw a screen that indicated that they needed to "call the doctor immediately." The consumer also described the screen as indicating "your therapy has stopped," but the consumer was unable to provide further screen detail. The consumer stated that they replaced the batteries in the programmer, but it continued to display the same screen. The consumer stated that they called the patient's doctors and were advised to take the patient to the ER at the hospital. The consumer denied the patient having any falls. During the call, the consumer reported that the recharger and patient programmer were displaying the 'reposition antenna' and 'poor communication' screens; it was reviewed that this was because the devices need to be over the patient's ins in order for them to communicate with it. Troubleshooting was unable to be performed as the caller was not with the patient. The caller was redirected to the patient's healthcare provider (hcp) to further address the issue. Unrelated damaged cord event captured in pe (B)(4).